Manufacturer narrative:
Device was received with missing reservoir tube retainer, missing reservoir tube o ring, scratched case, missing display window cover and minor scratched lcd window. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had broken off small pieces on reservoir compartment. Customer stated that reservoir ring popped off but customer stated that reservoir was able to lock in place. Customer had high blood glucose of 300mg/dl and declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.